Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not see the leak when it was happening and not able to have a measure of the amount of water coming from the leak. The failure was traced back to a leaking valve block on the cardioplegia bridge. The cardioplegia bridge was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking water during maintenance. Based on the currently available information, an external massive leak cannot be excluded. There was no patient/user involvement.